Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product or a lot number, a complete analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Drug/diluent: ropivacaine. Fill volume: 550ml and flow rate: 6 or 7ml/hr. Procedure: shoulder. Cathplace: shoulder. Bolus (lvpca) would not deliver the medication when button was pushed, the button stayed down. The fill indicator never went down. Pt's neighbor (a nurse) used screwdriver to pry button back up. Did not pop back up even when disconnected from catheter. Worked fine initially (approx first 24 hours). No adverse event occurred. Date of event: (B)(6) 2011.